Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 1, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was having a battery indicator issue. The patient indicated that the alleged meter issue started in 2007. The patient indicated that she had replaced the meter's battery twice, but the meter was still intermittently showing the battery indicator. While the patient was not able to test her blood glucose regularly because of the meter issue, she continued to take her usual dosages of amaryl and glucophage. During the time the meter was giving her problems, she had episodes of feeling dizzy, sweaty, and tired. The patient mentioned that she had a doctor's appointment four days later, and the doctor increased her medications. No further clinical info was provided. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient developed symptoms suggestive of hypoglycemia after alleged meter issue started.